Manufacturer narrative:
Product event summary: the afapro28 with lot number 18088v01 was returned and analyzed. Visual inspection of the balloon segment showed a bent tip. Review of the smart chip data indicated the catheter was used for 22 applications on the event date. The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. During further inspection of the shaft, guidewire lumen kinks were observed at two locations: 1 inch and 2 inches proximal to the catheter tip. Pressure testing did not identify any leaks from the kink. In conclusion, the balloon catheter did not pass the returned product inspection due to guidewire lumen kinks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, the surgeon encountered a kink in the tip of the catheter. This kink was observed under two-dimensional imaging while ablating the right upper pulmonary vein, causing difficulties in the balloon re-adjustment operation. When the procedure reached the right lower pulmonary vein, the kinked tip prevented normal blockage of the vein, affecting the operation. Despite various adjustment attempts, the issue could not be resolved. The balloon catheter was replaced, which resolved the issue.no patient complications have been reported as a result of this event.